Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit observed that the channel support assembly (csa) and feeder, metal components in the shaft, were damaged. Testing was performed on the returned unit, confirming the complainant¿s experience of improper clip loading and clip scissoring. During functional testing, the clips fired were either improperly closed or scissored. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa and feeder, which likely resulted from the components being caught within the jaws and further damaged when the device was inserted through the trocar. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: n/a. Event description: [hospital]. This is a complaint from the market. Please refer to the complaint sheet for investigation. Subject of complaint. Clips were scissoring. Report from the sales rep. The doctor tried to load the clip when using the case, but it could not be loaded successfully. The case was completed with the new one. Initial investigation report. The event unit was returned to us. The channel support assembly was deformed. The unit will be returned to amr for further evaluation. Products available for return: 1 device, 1 label patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni event description: [institution] report from the sales rep the doctor tried to load the clip when using the case, but it could not be loaded successfully. The case was completed with the new one. Initial investigation report the event unit was returned to us. The channel support assembly was deformed. (Pic.1) the unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 device, 1 label patient status: no patient injury intervention: the case was completed with the new one

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: [user facility]. This is a complaint from the market. Administrative no.(B)(6). Please refer to the complaint sheet for investigation. Report from the sales rep: the doctor tried to load the clip when using the case, but it could not be loaded successfully. The case was completed with the new one. Initial investigation report the event unit was returned to us. The channel support assembly was deformed. (Pic.1) the unit will be returned to amr for further evaluation. Admin# (B)(6). Products available for return: 1 device, 1 label. Intervention: the case was completed with the new one. Patient status: no patient injury.